Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified, in stent restenosed (isr) left anterior descending artery (lad). Following predilatation with a 2.50 x 20mm non boston scientific balloon, a 4.00 x 20 agent dcb balloon was advanced to the lesion, but while inflating the device, the balloon burst. The procedure was completed with a different device. No patient complications were reported in relation to this event. It was further reported that the balloon was inflated once at 12 atmospheres. Following the balloon rupture, the patients blood pressure temporarily went down and recovered. No intervention was performed to remove the balloon.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified, in stent restenosed (isr) left anterior descending artery (lad). Following predilatation with a 2.50 x 20mm non boston scientific balloon, a 4.00 x 20 agent dcb balloon was advanced to the lesion, but while inflating the device, the balloon burst. The procedure was completed with a different device. No patient complications were reported in relation to this event. It was further reported that the balloon was inflated once at 12 atmospheres. Following the balloon rupture, the patients blood pressure temporarily went down and recovered. No intervention was performed to remove the balloon.

Manufacturer narrative:
Returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was contrast present in the inflation lumen and blood in the guidewire lumen. At 46mm from the tip of the device, the guidewire lumen was stretched for 3mm in length. The balloon was loosely folded. At 4mm from the tip of the device, there was a longitudinal tear 20mm in length. There was tip damage to the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified, in stent restenosed (isr) left anterior descending artery (lad). Following predilatation with a 2.50 x 20mm non boston scientific balloon, a 4.00 x 20 agent dcb balloon was advanced to the lesion, but while inflating the device, the balloon burst. The procedure was completed with a different device. No patient complications were reported in relation to this event.